Event description:
It was reported by dealer that the alarms on the irc5po2 concentrator are not functioning.

Event description:
It was reported by dealer that the alarms on the irc5po2 concentrator are not functioning.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Manufacturer narrative:
The device was evaluated by the returns department and the controls were found to be defective.